Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. There was no adverse effect to customer's blood glucose levels. The customer reverted to an alternate method of insulin therapy.